Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump has fluid inside of the insulin pump. Customer's blood glucose was 110mg/dl at the time of incident. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis. The product will be returned.

Manufacturer narrative:
Findings: pump not received in stuck manufacturing mode unit received with pump error alarm during rewind due to corroded motor home switch. Unit received with moisture damage on electronics assembly, motor, vibrator motor and battery tube assembly. Unable to performed displacement, rewind, seating and basic occlusion due to constant pump error alarm. Unit received with cracked retainer, broken off battery tube threads, cracked case at battery tube side, minor scratched display window, missing display window cover, fading serial number label and scratched case.